Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported that the breach in aseptic technique was further described as a change in caregiver. Antibiotic treatment (meropenem) was discontinued after 14 days. Nine days after event onset, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized and then discharged after three days. The same day as event onset the patient was treated with injection amikacin (100mg, stat, intraperitoneal, one day), injection vancomycin (1gm, stat, intraperitoneal, one day) and injection meropenem (500mg, four times a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from all the events. Pd therapy was ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.